Event description:
Leakage of the catheter and extravasation of the antibiotic. As the pt is weak, the infectious risk is high. So a central venous way has been set up after removing the broviac catheter and a long antibiotherapy treatment has been initiated.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.